Event description:
The device was returned for service. During service by baxter, a broken door at the door latch joint was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported a missing door latch during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a broken door at the door latch joint. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.